Event description:
Rn refilled pt's pump as scheduled w/morphine sulfate. Did not access pump port on 1st attempt, "walked" needle to the right and accessed pump. 1.0 ml withdrawn (1.8 ml on pump read-out). Plunger advanced approx 1/2cc on own once clamp opened for refill. Two days later pt reported withdrawal symptoms. Visit found 1.0 ml in pump reservoir, not 16.6 ml as on read-out. Pt having constipation. Believes pump port not accessed on initial visit and 90mg morphine given subcutaneously.